Manufacturer narrative:
Other text: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. The sample was visually inspected, and no discrepancies were found. Functional testing was performed on the actual device, and a leak was present. The reported failure was confirmed. The root cause can be attributed to manufacturing. Corrective actions have been implemented to address the reported failure.

Event description:
It was reported that the cassette is leaking after filling. No patient was involved.

Manufacturer narrative:
Other, other text: while performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report 3012307300-2022-07814 is no longer considered reportable, please disregard any MDR reports associated with it.